Manufacturer narrative:
(B)(6). The returned wallflex biliary stent was analyzed, and a visual inspection noted that stent was returned fully covered and undeployed. Holes in the stent cover were noted. A microscopic evaluation confirmed the holes in the stent cover. A function evaluation noted that it was necessary to deploy the stent manually by gripping the outer sheath and pulling the tip distally because some resistance was felt. A dimensional evaluation noted that the outer diameter of the stent was measured within specification. No other issues with the device were noted. The reported event of stent failure to deploy was confirmed as the device was returned undeployed and there was resistance felt when deploying the stent manually. Additionally, holes in the stent cover were confirmed. Most likely, factors encountered during the procedure and/or the interaction with the scope, and the patient's anatomy could have caused the physician to use excessive force try to deploy the stent, ultimately resulting in failure of the stent to deploy. The holes in the stent cover could be a result of when the physician attempted to deploy the stent during the procedure. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a covered wallflex biliary stent was to be implanted to treat a 3 centimeter sized cancer in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy and stent was fully covered by the outer sheath when it was removed from the patient. The procedure was completed with another covered wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of stent cover damage.